Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) alleging black marks on the patient's one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. The pt denied any meter trauma. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the damaged display.